Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the 230 volt power cord to resolve the issue. System was tested and verified ready for use. The probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the erbe power cable was broken. The user continued with the procedure as planned. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained from quality engineer (qe) investigation results: the probable root cause is attributed to damage during use, which may result from a rough handling. Correction(s): annex c - inv findings desc 1 was updated to: c0706. Annex d - conclusion desc 1 was updated to: d11.